Manufacturer narrative:
(B)(4). Batch # 450a13. (B)(4). Additional information was requested, and the following was received: what were the indications for surgery? Unknown, other than it was a low anterior resection did the patient receive any preoperative chemotherapy or radiation? Unknown. When was the staple retaining cap removed? Unknown what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Unknown. Was the device difficult to close? It didn¿t look to be difficult to close from my perspective, and the surgeon didn¿t mention anything to me during closing as to whether it did not close as expected. Was the device closed and repositioned multiple times prior to firing? The device was repositioned a couple of times, however, I don¿t recall if it was closed multiple times. How was the pin placed (manual or automatic)? Unknown. Was this the first firing of the device? Yes. If the device was reloaded, what is the scrub¿s experience with loading the device and were there any difficulties? It was first firing. Was the device difficult to fire? The surgeon didn¿t mention any abnormalities in firing. Was the distal transection completed in one or multiple firings? Unknown. Where their staples seen in the surgical field, in the staple pockets, ect? Unknown. What is the current status of the patient? Unknown. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present no loaded. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure the surgeon was attempting to make a transection very low in the pelvis and the device did not seem to deploy staples, but it did cut. A second device was opened, and the transection was attempted again and was successful. End to end anastomosis was created but the surgeon decided to divert a colostomy.